Event description:
Via article ¿frequency and characteristics of delayed-onset inflammatory nodules after hyaluronic acid injections in japan,¿ a healthcare professional reported that patients were injected with juvéderm vista ultra plus, juvéderm vista voluma xc, juvéderm vista volift xc, juvéderm vista volbella xc, juvéderm vista volite xc, and juvéderm® volux¿. There was 1 reported case of ¿acute allergic reaction¿ with juvéderm vista voluma xc and 7 reported case of ¿delayed-onset inflammatory nodules¿: 4 with juvéderm vista volbella xc, 1 with juvéderm vista volift xc, 1 with juvéderm vista voluma xc, and 1 with juvéderm vista ultra plus. The delayed-onset inflammatory nodules occurred at any injection site and any layer. Patients were treated with al antibiotics (2 cases), oral antihistamines (5 cases), topical steroids (3 cases), hyaluronidase injections (4 cases), oral steroids (2 cases), and surgical intervention (1 case). Both the acute and delayed complications were resolved using these treatments.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Article citation: sawaguchi, r., kondoh, s., kinjo, y., & yuzuriha, s. (2025, september 4). Frequency and characteristics of delayed-onset inflammatory nodules after hyaluronic acid injections in japan - aesthetic plastic surgery. Springerlink. Https://link.springer.com/article/10.1007/s00266-025-05185-0. Multiple requests for further information have been made. Abbvie has received no response from the authors. This is a known potential adverse event addressed in the product labeling.